Event description:
It was reported that the patient was experiencing an increase in seizures. Device diagnostics were performed which resulted in high impedance (10,000 ohms). It was reported that the patient had recently undergone generator replacement surgery on (B)(6) 2014. X-rays were taken and sent to manufacturer for review. Review of x-rays confirmed that the lead pin appeared to be fully inserted into the generator header. There were no obvious lead discontinuities observed in the visible portion of the lead. There was no patient manipulation or trauma that occurred that is believed to have caused or contributed to the high impedance. The physician indicated that it is unclear when the increase in seizures began and whether or not the seizures are related to the high impedance. The physician alleges that the recent surgery is the cause of the high impedance; however, device diagnostics performed after the generator replacement surgery were reportedly within normal limits. No surgical intervention has been performed to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.